Event description:
Blades shed inside joint during use, surgeon was able to flush most out. Additional information confirmed there are still some particulate remained in the soft tissue.

Manufacturer narrative:
(B)(4).